Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on both the rv and atrial channels. Leads were capped and replaced.